Manufacturer narrative:
Product ID: 8703w lot# l46106, implanted: 1997 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that this patient experienced "returning symptoms" on a couple of occasions. A rotor study and a dye study were performed and the results were reported as negative. The pump was reportedly prophylactically removed and analysis was requested to verify the pump function. The patient recovered without sequela and there were no patient injuries. This device system delivered baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.